Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified common iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter first name. Updated e1: initial reporter email. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified common iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.